Manufacturer narrative:
Product event summary: analysis confirmed the reported issue. As a result the touchscreen bezel was replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was a problem with the touchpen calibration. The event occurred prior to use and a backup device was used. The programmer was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.